Event description:
The patient reported that while on the v-go 20 they woke up in the middle of the night with high blood sugar readings in the 200s mg/dl. The patient reported the needle button released on its own. There is no device available for return to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm), v-go 20, humalog user for the past 8-9 years. Client is reporting she is a renal/dialysis rn who has been using the v-go for the past 8-9 years. She does not need education on how to use the device or if she is not using the device correctly. The patient stated she is very aware of how to use the device. She does not report issues with pressing the needle button to start the v-go. Client reports waking up middle of the night bg reading in the 200s, which is high for her. The needle button had released. The client did not save the devices. She stopped using devices from the box and discarded the remaining devices. She experienced multiple days with the same issue and was losing insulin. The client was busy at the time of call and did not have any additional information or details to share. The client declined to return the call at a more convenient time and stated there is nothing else to report; the needle button released on its own. A blood glucose reading of 200 is elevated but not considered serious. It is possible the device contributed to delay of insulin delivery; needle button releasing on its own.